Event description:
It was observed that during the device evaluation, the ultrasonic surgical device had broken probe that was returned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. According to the customer there was 3rd party repair. The device had an error u509 error code generated because of broken probe. A root cause could not be identified. The device was not used in accordance with the IFU/label. The event can be prevented by following the instructions for use which state: in [repair and modification] on [page 02]: this thunderbeat instrument contains no user-serviceable parts. Do not modify or attempt to repair; patient, surgeon, or surgical staff injury and/or equipment damage can result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.